Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. Additional observations not reported by site that are not related to the customer reported complaint: the instrument was found to have charring and localized melting at the grip base between the grips. The instrument failed the electrical continuity test. This failure is typically associated with mishandling/misuse

Event description:
It was reported that prior to a da vinci-assisted surgical procedure, the maryland bipolar forceps instrument could not be used because yellow light appeared as an alarm. The instrument had still one life left. Backup instrument of same kind was used to complete the procedure. The procedure was completed with no reported injury.